Manufacturer narrative:
The device was received by baxter (B)(4), and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received preventative maintenance testing at baxter (B)(4). This testing included a visual assessment as well as functional testing. The device failed testing due to a system error 345. Service evaluation at baxter (B)(4) verified the system error 345. The cause was identified to be a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a spectrum infusion pump in baxter (B)(4), the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.